Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). A questionnaire has been sent to the customer requesting additional information. Risk review: per (B)(4) rev 04 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 3.10 - cannot feed catheter/ guidewire through touhy needle while using guidewire to stiffen the catheter to assist insertion into lumbar spine. Effect (harm): delay in patient treatment (surgical delay) residual risk: low the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Further investigation to be carried out.

Event description:
Nt821707, drainage kit, lumbar - catheter would not advance into position. The patient required csf diversion for spinal cord protection. Placement of a natus lumbar csf drain catheter was attempted in pre-op, but the catheter would not advance into position. No injuries. Event 1/2.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Lot number of the affected device was not provided by the customer. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-improper function" complaints within the past two years. 8,581 nt821707 units sold within past two years. Failure rate = 0.00% root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821707, drainage kit, lumbar - catheter would not advance into position. The patient required csf diversion for spinal cord protection. Placement of a natus lumbar csf drain catheter was attempted in pre-op, but the catheter would not advance into position. No injuries. Event 1/2.